Event description:
The customer reported that the next day after a right hernial repair procedure, they discovered a patient injury 4 x 1 cm to the left scrotum which they described as a possible 2nd degree burn or caused by disinfectant. It was treated with bepanthen salve. During surgery, coagulation and cut modes were set at 30-40w. A patient return electrode by dahlhausen (non-covidien product) was used and was positioned on the right thigh close to the surgical site. A visible 19 cm long irritation of the skin along one edge of return electrode was reported by the patient during a later follow-up.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The electrosurgical pencil was reported by the site as not available for return and investigation. The forcetriad generator was evaluated by a covidien representative and found to function to specification.